Event description:
The alleged sample initially generated a target 1 (sars-cov-2) negative and target 2 (pan-sarbecovirus) positive results when tested on cobas 5800 system. The sample was retested on the cobas liat assay and the cobas 5800. 1st retest: same sample was retested on the cobas liat generating negative results. 2nd retest: same sample was retested on the cobas 5800 generating target 1 (sars-cov-2) negative and target 2 (pan-sarbecovirus) positive results. 3rd retest: new sample was obtained and tested on the cobas liat generating negative results. The negative results were reported.

Manufacturer narrative:
There is no indication the product is not performing as intended. The likely cause of the discrepancy alleged is that the sample alleged is near the limit of detection (lod). Samples near the lod can waiver between positive and negative as a CT at the lod is indicative of a low titer sample. Other sample and site-specific factors like contamination also cannot be ruled out as contributing factors. Corrected target 1 and 2 results in b6 and b5 (from t1 positive and t2 negative to t1 negative and t2 positive for the testing performed on cobas 5800) update b5 that the negative results were reported.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from austria alleged a discrepant sars-cov-2 result for a single patient while using the cobas sars-cov-2 & influenza a/b qualitative nucleic acid test for use on the cobas liat system. The alleged sample initially generated a target 1 (sars-cov-2) positive and target 2 (pan-sarbecovirus) negative results when tested on cobas 5800 system. The sample was retested on the cobas liat assay and the cobas 5800. 1st retest: same sample was retested on the cobas liat generating negative results. 2nd retest: same sample was retested on the cobas 5800 generating target 1 (sars-cov-2) positive and target 2 (pan-sarbecovirus) negative results. 3rd retest: new sample was obtained and tested on the cobas liat generating negative results. It is unknown if the results were reported. No harm or injury is indicated. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. (B)(6).